Event description:
It was reported that the pump cassette was leaking. There was no patient harm/adverse event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name: corrected d3 - postal code: corrected d4 - primary UDI number: corrected h3/h6: one used device from the same lot were returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. The cassette bag was filled with 50 ml of water using an ICU medical provided syringe. The leak was observed the base of the seal of the internal bag. The complaint was confirmed, and a root cause was unable to be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.